Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results of "97, 124 and 178mg/dl" obtained on the subject meter (onetouch verio iq) throughout one day. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.